Manufacturer narrative:
Four unopened samples were returned to manufacturing for evaluation. All results of the returned samples were conforming to the specifications for the tested parameters. All batches are released according to the required specifications and all initial testing results are within specification. Upon review of the lot specific batch records compounding and filling, there were no remarks related to sterilization of raw materials, equipment, components and product sterilization. All results of chemical and microbiological tests were within specification. As the returned samples were conforming and all initial testing results are within specification, a conclusive root cause could not be determined. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. After the investigation, we can conclude that the investigated product met specification. (B)(4).

Event description:
Additional information was received further clarifying that this event involved seven patients. This report reflects one of seven patients. There was no specific patient identifier information available, only a date of event.

Manufacturer narrative:
Samples are available that have not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A doctor reported that viscoelastic product was used during surgeries after which eight patients experienced post-operative corneal opacity. The patients were treated with antibiotic and steroidal medication. Additional information has been requested. Additional information was received stating that the eight patients experienced a white cornea the day after surgery which is now being considered tass.